Manufacturer narrative:
Upon receipt, the ICD was subjected to an electrical analysis. In agreement with the clinical complaint description the device could not be interrogated. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. The ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test the functionality of the module. Thereby, the electrical parameters, particularly the current consumption of the electronic module were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for a destructive analysis. The inspection of the inner assembly revealed that an increased internal self-depletion within the battery led to the clinical observation. In conclusion, the battery was found to be depleted. The therapeutic functionality of the electronic module was tested with an attached external power supply and proved to be fully functional. The analysis revealed that an increased internal self-depletion within the battery led to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Device was not able to be interrogated. Three different programmers were used. The device was not able to be interrogated again on (B)(6) 2017, so the device was explanted on (B)(6) 2017.